Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient had dementia parkinson's. Overnight, the patient could no longer drive, they lost the ability to use the computer and phone. The patient's life was filled with hallucinations, confusion, and worthless/meaningless activity. It was working for the patient's tremors however, they still did have some rigidity. It seemed that the mental issues could not be treated but they did escalate. No further complications were reported as a result of this event.